Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Proposed component code: mechanical g4-provision top. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of use and fractured, additionally, rail on the provisional bottom shows some gouges which could cause the reported lock/seize issue. Device history record was reviewed and no discrepancies were found. The root cause of the reported lock/seize issue cannot be determined. However, during investigation we found that the tasp was broke when user used excessive force on the black table. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a provisional fractured during removal from the shim as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) g2 foreign source: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.